Event description:
It was reported the patient needed to have her spinal cord stimulator (scs) removed to have a MRI of her neck. The MRI was reportedly related to migraines and unrelated to the scs. The patient no longer used the scs because the battery ¿went off¿ about 2 years ago and the patient just wanted to have it removed. It was noted the battery died about 2 years ago. About one month later, it was reported that the patient was still having concerns with her device or therapy but she was working with her doctor or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received reported the patient¿s presented to the physician¿s office on (B)(6) 2014 and noted her device had been ¿dead¿ for 2 years. The patient was anxious to have magnetic resonance imaging of her brain and spine. It was noted the patient wanted the stimulator removed. The patient had diffuse pain all over her body and headaches. The patient denied having any specific muscle weakness and had no complaints that suggested a neurogenic bowel or bladder. X-rays of the cervical and thoracic spines were performed on (B)(6) 2014. The patient¿s cervical x-rays demonstrated that the stimulator electrodes extended from the thoracic area up to c4. It was noted that thoracic x-rays demonstrated the cable going to the cervical electrode. It was difficult to tell exactly where the wires entered the spinal canal. There was a suggestion on a lateral view of a small piece of the device not attached to the electrode or cable. The patient reportedly had a ¿nonfunctioning spinal cord stimulator¿ in place. The patient wanted to have magnetic resonance imaging. The patient wanted to have the stimulator removed and was aware and understood the risks of removal. It was noted that CT scans would be performed of the cervical and thoracic spines prior to surgery. The patient also understood that to remove the stimulator she may also need a laminectomy in the lumbar and possibly a laminectomy in the cervical areas. The patient returned for a follow up encounter with the physician after her recent CT scans on (B)(6) 2014. Her complaints were unchanged. The patient had CT scans without contrast of the cervical and thoracic spines on (B)(6) 2014. The physician reviewed the results with the patient. It was noted the patient had a pulse generator, which had one electrode that entered the spine at the l2-l3 interspace. There was a cable from the pulse generator up to the thoracic area, and it appeared as though the cable was attached to an electrode that entered the spine at the t3-t4 level. The electrode extended all the way up to the mid aspect of c4. The physician believed he could successfully remove the patient¿s stimulating hardware. The patient wished to proceed with surgery. The patient was scheduled to have the device removed on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3887-33, lot# v004570, implanted: (B)(6) 2006, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3887-33, lot# v004570, implanted: (B)(6) 2006, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).